Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee revised to address a failed total knee. Revising surgeon noted that the tibial base plate was grossly loose, at an unspecified interface. The femur and patella were well-fixed. The tibial base plate, femur, and tibial insert components were revised; the patella component was retained. Depuy cement was used during primary. Doi: (B)(6) 2014; dor: (B)(6) 2016; (right side).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No code available (3191) to capture joint contracture.